Event description:
It was reported before use that the svo2 reading was >73 and that this value "increases". No patient complications were reported.

Manufacturer narrative:
Examination of the device revealed that the om2e had a failed memory error.